Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink luer activated valve sets were having problems removing the cap from the male luer adapter. It was further reported that removing the cap it pulled the entire adapter off, leaving the end of the tubing exposed. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.